Manufacturer narrative:
Sections with additional information as of 25-mar-2020: b2: hospitalization recorded. D10: device available for evaluation. H6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Note: during follow up call made on (B)(6) 2020, customer stated she was hospitalized due to high blood glucose for 3 days but does not recall dates of hospitalization. Customer's medication was changed; levemir was changed form 15 units to 18 units 2x per day. Customer advised to follow up with pcp. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated she erroneously sent back replacement product thi sent. New meter was sent to customer. Note: customer was unable to see the lot number from test strips vial but confirmed it is a true metrix test strips vial.

Event description:
Consumer reported complaint for meter reading errors and high readings. Customer stated she took her blood sugar on (B)(6) 2020 and it was 600 mg/dl fasting. Customer gave herself 5 units of humalog and went to sleep. Customer woke up at 1:00 am, checked her blood sugar, and it went down to 448 mg/dl fasting. Customer woke up at 4:30 am, checked blood glucose again (customer unable to remember result), and thought that it did not go down enough and went to the hospital. Customer stated that her glucose test results were high at the hospital. Customer states IV fluids were administered and fasting blood glucose level was below 200 mg/dl when customer was discharged. No new medications were given to the customer. Customer was advised to make an appointment to see her primary care physician. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is being stored correctly in the bedroom. During the call, a back to back blood test was performed by the customer and produced test results of 337 mg/dl fasting. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is (B)(6) 2020. The meter memory was not reviewed for previous test result history.